Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-02199. It was reported that during an elective ipg replacement, the lead were found to have high impedances. No visible damage was noted on the leads. In turn, physician decided to explant and replace the leads. Postoperatively, patient had effective therapy.